Manufacturer narrative:
Vyaire complaint number (B)(6). Additional information: d9, g3, g6, h2, h3, h6, h10. The sample was received for evaluation. The vyaire technician evaluated the device and performed tests. The reported complaint was confirmed through the events log and duplicated during functional check. Transducers pt800 had failed. Root cause is being investigated under CAPA ca-2017-0206.

Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced transducer fault, low pip, vent inop and motor fault alarms while on a patient. The customer confirmed that there was no patient injury or harm associated with the reported issue.